Manufacturer narrative:
Analysis of the returned indirect decompression (ID) spacer revealed a crack along the spindle cap and severe abrasion on the mating surface of the actuator. The damage to the spacer indicates failure was likely due to deployment against resistance (e.g., bone) and/or manipulation of the position of the device by gear shifting of the inserter. A labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states do not force deployment or spacer breakage or damage to bony structures may result as well as avoid application of excessive stress on instrumentation. With all the available information, the crack along the spindle cap weld was confirmed by the boston scientific engineers and therefore concluded the probable cause was unintended use error caused or contributed to the event.

Event description:
It was reported that the boston scientific representative heard a click during deployment of the superion indirect decompression (ID) implant. The physician assessed the ID spacer had cracked at the spindle cap weld and it was noted the physician may've encountered thick bone causing resistance and used excessive force during the sagittal arc application. The physician confirmed no pieces were left behind and completed the procedure using another ID spacer of the same model. The patient did well post-operatively.

Event description:
It was reported that the boston scientific representative heard a click during deployment of the superion indirect decompression (ID) implant. The physician assessed the ID implant had cracked at the spindle cap weld and it was noted the physician may've encountered thick bone causing resistance and used excessive force during the sagittal arc application. The physician confirmed no pieces were left behind and completed the procedure using another ID implant of the same model. The patient did well post-operatively.